Manufacturer narrative:
The patient has a tight knee. An open manipulation procedure is planned to perform releases. Poly inserts will be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The patient has a tight knee. An open manipulation procedure is planned to perform releases. Poly inserts will be exchanged during the procedure.